Manufacturer narrative:
The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old male had impella cp pump inserted in the left femoral. Patient had leg ischemia post removal, angiography of left leg showed clot in popliteal or anterior tibial region, cutdown of left femoral artery was done to remove the clot. The clot was successfully removed.